Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical inspection a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Valve actuation test passed. System air leak test passed. The patient sensor check passed. Heater test failed. Thermistors 3 and 4 did not activate. Replaced heater tray for further testing. Heater test failed. Thermistors 3 and 4 did not activate. Replaced power supply for further testing. Heater test failed. Thermistors 3 and 4 did not activate due to a blown f1 fuse on the ac distribution board measuring as open. Replaced ac distribution board. Heater test passed, thermistors 3 and 4 worked properly with new ac distribution board. Post-ast 2 hours 15 mins 8500ml simulated treatment was performed without any failures or problems. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. During an unknown phase of pd treatment the patient got an air detected in cassette warning. Patient cancelled treatment and fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. It seemed fluid leaked from the cassette membrane. During reset-up step one the patient got a thermistor out of range warning so the technical service representative issued the patient a new cycler. In a follow up, the patient verified the reported event. The patient said there was no harm, intervention or adverse event due to the fluid leak event. The patient has a new cycler that is working well with no further issues. The cycler is available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak during pd treatment. During an unknown phase of pd treatment the patient got an air detected in cassette warning. Patient cancelled treatment and fluid was discovered in the pump module area and fluid was discovered on the external of the cassette. It seemed fluid leaked from the cassette membrane. During reset-up step one the patient got a thermistor out of range warning so the technical service representative issued the patient a new cycler. In a follow up, the patient verified the reported event. The patient said there was no harm, intervention or adverse event due to the fluid leak event. The patient has a new cycler that is working well with no further issues. The cycler is available to return.